Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) incorrect prep. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It was further noted that air-bleeding of the device was performed inside the patient anatomy. The preparation for use section of the rx trek instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, distal left anterior descending artery that was heavily calcified and 99% stenosed. The 2.5x15 mm trek rx was delivered without resistance for predilatation of the lesion; however, the balloon ruptured on the first inflation at 8 atmospheres. The trek balloon catheter was exchanged for a non-abbott balloon catheter for additional predilatation and the procedure was completed successfully with the deployment of a non-abbott stent. There was no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.